Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was foreign material on the usable length of the catheter. It was reported that one of the irrigation ports of the catheter seemed to be occluded when they attempted to flush the catheter prior to reinserting the catheter into the patient. They stated that after inspection of the catheter, it was discovered that there was plastic debris inside one of the irrigation ports of the catheter. They attempted to remove the debris without resolution. The catheter was replaced and the procedure was completed without further issues. There was no patient consequence reported. Additional information was received. They did not take any pictures of the debris. The biosense webster inc. Representative did not see the debris that was described, it was only witnessed by the physician and staff. It was confirmed with intracardiac echocardiography (ice) that the debris was not present inside the body. No patient consequences. They were not able to track down the associated box and wrappers from the product. The product is available for return and will be sent very soon. The irrigation issue was assessed as not MDR reportable for irrigation inadequate. Intermittent or low irrigation is highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The described plastic debris was assessed as an MDR reportable foreign material on the usable length of the catheter issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that one of the irrigation ports of the catheter seemed to be occluded when they attempted to flush the catheter prior to reinserting the catheter into the patient. They stated that after inspection of the catheter, it was discovered that there was plastic debris inside one of the irrigation ports of the catheter. They attempted to remove the debris without resolution. The catheter was replaced and the procedure was completed without further issues. There was no patient consequence reported. The device evaluation was completed on 08-mar-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and cool flow pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed that the tip was occluded with foreign material. No other damage or anomaly was observed. A cool flow pump and pressure gage test was performed, and the device was not able to irrigate correctly due to the foreign material. Fourier transform infrared spectroscopy (ft-ir) was performed, and it revealed that it was human tissue. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-feb-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).